Manufacturer narrative:
The investigation is ongoing to obtain additional info about the event. If additional info is received, a supplement report will be filed if appropriate. An mcp 20p trial was returned. The 20p trial fractured upon impaction during surgery. An examination of the components revealed the following: the 20p trial fracture was consistent with fractures known to result from impacting an unsupported head, where the stem of the component or trial cannot be fully inserted into the medullary canal due to an improperly prepared oblique osteotomy. (B)(4).

Event description:
It was reported that a mcp trial component was fractured during surgery when it was impacted.